Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient¿s blood glucose (bg) elevated over 600mg/dl that same day with moderate to large ketones, abdominal pain, and severe nausea. The patient was reportedly taken to the hospital, removed from the pump, and placed on an IV insulin drip. The reporter noted that blood and urinary ketones were checked and that blood work was done, but testing results were not provided to animas. The patient was also reportedly put on manual insulin injections every two to three hours. The reporter noted that the patient¿s most recent bg was 231mg/dl and the patient was feeling much better. Customer technical support reviewed the pump with the reporter and found that the patient was changing out the site, set, and cartridge every five days instead of the recommended every two to three days. A review of alarm history indicated an occlusion alarm had occurred the day prior to the hospitalization, (B)(6) 2014. The pump history indicated that the alarm was cleared and the pump was re-primed and resumed. No product defect was found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to use error in not changing supplies as frequently as recommended.